Manufacturer narrative:
Upon visual inspection, blood was present in the purge gap and in purge line just proximal of the motor housing. Pump was attempted to be run in the lab and pump stop reproduced. Data logs were reviewed and lt log shows pump did not have purge for approximately 30 minutes while purge cassette change was occurring. Once purge cassette was completed 30 minutes later, high purge pressure alarms were triggered. Additionally, at time of purge cassette change completion, motor current began to rise and pump flow became saturated before high motor current pump stop alarms were triggered. Clinical details noted that high purge pressure alarms and eventual pump stop occurred after a 30 minute period with no purge running in pump due to a long cassette change when a "defective purge cassette" alarm was triggered. The root cause of the pump was due a use issue as the pump did not have any purge for 30 minutes due to prolonged cassette change. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22634.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The us complainant had a 5.5 pump placed for care escalation from the cp for a patient admitted in acute myocardial infarction / cardiogenic shock. After 8 days there was a pump stop that prompted explant. Prior to the explant the patient had been without purge for 30 minutes as the purge cassette had malfunctioned and the patient had no purge flowing for that duration. The patient survived the event.